Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right total knee replacement, the surgeon noted "sand" coming out of the mallet head into the surgical site. A stress crack was found in the mallet head.